Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a sore on his right shoulder under the back therapy pad. The patient's doctor prescribed an antibiotic ointment for the irritation and advised the patient not to wear the lifevest until the sore heals. After using the ointment and removing the lifevest, the patient reported that the irritation is improving and plans to put the lifevest back on.